Event description:
It was reported on march 28, 2024, the patient was hospitalized for chemotherapy due to pancreatic malignancy, and underwent PICC puncture catheterization under the guidance of b-ultrasound. Catheters with uneven guidewire ends remain in the equipment section and are not returned to the supplier

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported on (B)(6) 2024, the patient was hospitalized for chemotherapy due to pancreatic malignancy, and underwent PICC puncture catheterization under the guidance of b-ultrasound. Catheters with uneven guidewire ends remain in the equipment section and are not returned to the supplier

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven catheter is inconclusive due to poor sample conditions. One photograph of the end of a guidewire was returned for evaluation. One photograph of the device packaging was returned for evaluation. An initial visual observation of the photograph with the guidewire showed a blurry photo of the end of the guidewire. Circled in red was what appeared to be use residues or a second line next to the tip of the guidewire. The photograph of the returned packaging showed the same lot number and material number reported in the file. Because no distinguishing characteristics of the guidewire could be seen in the returned photograph, the complaint of an uneven guidewire is inconclusive. This complaint will be recorded for future trending and monitoring purposes.